Manufacturer narrative:
No customer material was returned for investigation. Previous investigations have shown that in rare cases the internal wings of the lancet, which intentionally break during the lancet release, might jam the lancet's guiding channel, thus preventing the lancet from retracting back into the lancet housing. The medical risk is very remote.

Manufacturer narrative:
(B)(4).

Event description:
A roche account executive received information from a supply chain director of a medical facility, on behalf of the unit nursing manager. The customer reported an issue with two accu-chek safe-t-pro lancets not retracting from the same box of lancets. The needle protruded from each device after the patients had been stuck. The first instance occurred on (B)(6) 2017. A facility employee performed a finger stick on a patient and the lancet did not retract. The lancet was protruding from the end of the device. The employee was accidentally stuck by the exposed lancet. The employee followed facility protocol for accidental sticks and underwent testing for blood-borne pathogens. No medical treatment was provided. The second instance occurred on an unknown date. A facility employee performed a finger stick on a patient and the lancet did not retract. The employee saw the lancet protruding from the end of the device after use. There was no accidental needle stick as a result of the lancet not retracting.  No adverse events occurred. The lancets were requested to be returned for investigation. Replacement product has been shipped to the customer.